Manufacturer narrative:
Additional information 05/21/2018. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has not yet been recovered from the field. To evaluate the functionality of the electrode belt, a review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for further investigation. At this time there is no information to suggest a device malfunction.

Event description:
Additional information 05/21/2018: review of the patient's download data reveals that the patient received one appropriate shock prior to passing on (B)(6) 2018. The patient's rhythm at the time of the 150j treatment shock was vf. The post-shock rhythm was af at 60 bpm, transitioning to sinus bradycardia at 50 bpm with pacs. Following the treatment shock, no other arrhythmias were detected. The electrode belt was disconnected while the patient was in a life-sustaining rhythm (af at 50 bpm with motion artifact). No further detection was possible due to device deactivation. There was no device malfunction associated with the death. A us distributor contacted zoll and reported that the patient passed away on (B)(6). The patient contacted the distributor and reported that she woke up and the lifevest had deployed blue gel. The patient did not recall the lifevest deploying gel and had removed the device because it felt like it was "burning" her. The patient communicated to the distributor that she would wipe off any excess blue gel and put the lifevest back on. The patient passed away before she was able to put the device back on and power on the lifevest. The lifevest was not being worn at the time of patient passing. No download data has been able to be obtained surrounding the event. It is unknown if the patient was treated by the lifevest. This event is being reported out of an abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for further investigation. At this time there is no information to suggest a device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. The patient contacted the distributor and reported that she woke up and the lifevest had deployed blue gel. The patient did not recall the lifevest deploying gel and had removed the device because it felt like it was "burning" her. The patient communicated to the distributor that she would wipe off any excess blue gel and put the lifevest back on. The patient passed away before she was able to put the device back on and power on the lifevest. The lifevest was not being worn at the time of patient passing. No download data has been able to be obtained surrounding the event. It is unknown if the patient was treated by the lifevest. This event is being reported out of an abundance of caution.